Event description:
It was reported that asymptomatic patient presented in clinic on (B)(6) for follow up. During interrogation, there was a capture threshold anomaly observed on the right ventricular lead due to dislodgement. Lead revision surgery was scheduled the following day. During the procedure, the helix would not extend after lead was repositioned in the body. The clinician decided to explant and replace the lead. The patient was stable before, during and after the event.